Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported presented for system explant due to infection. Prior to the procedure, device interrogation revealed that the right ventricular lead exhibited low r-wave values and no capture at max output. The system was explanted. Patient was stable.